Manufacturer narrative:
New information received that the alleged lead was an atrial lead instead of right ventricle lead therefore, b5 was updated.

Event description:
It was reported that during an implant procedure, the helix of an atrial lead failed to extend and failed to retract. The physician elected to not use the atrial lead and, a new lead was implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that during an implant procedure, the helix of a right ventricle (rv) lead failed to extend and failed to retract. The physician elected to not use the rv lead and, a new lead was implanted. The patient was stable throughout the procedure.